Event description:
It was reported that after implant, the insertable cardiac monitor (icm) was unable to be interrogated and there was an error message noted. The physician elected to exchange with a new icm. The patient was stable following the procedure.